Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the surgeon used the device to clamp the tissues and found unable to remove the clip. With the help of the forceps, the surgeon removed the clip. Another one was used to continue the surgery.